Event description:
During telephone monitoring noted to have pacemaker malfunction - periods of improper sensing and pacing. Pacemaker leads noted to be defective on interrogation. Scheduled for replacement: replaced pulse generator; capped ventricular lead.